Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported the patient¿s weight was (B)(6) pounds.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and failed back surgery syndrome. No drug information was provided. It was reported a motor stall was seen at initial interrogation. The patient recently had an MRI. The motor stall recovery had not yet occurred according to the pump logs. It had been more than 2 hours since the patient exited the MRI field; the MRI was (B)(6) 2017. A motor stall recovery showed in the logs when the pump was interrogated the second time. Troubleshooting resolved the reported event. No patient symptoms/complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.